Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was as low as 59 mg/dl with cognitive impairment. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management nor required third party assistance. No information was provided if the patient remained on pump therapy and no recent adjustments to the pump settings were noted. The reporter stated that there was an intermittent power issue with the pump. Reportedly, there was no damage to the battery compartment or cap, and no evidence of moisture or corrosion in the pump was noted. The reported power issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced severe hypoglycemia related to an intermittent power issue of unknown causes.

Manufacturer narrative:
Device evaluation: the meter and pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found several unexplained power-on-reset events on the complaint date. Total daily delivery added up correctly and reflected the user¿s basal program. No damages to the battery cap or battery compartment was found. The battery cap contact measurements were within specifications. The pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump casing was opened and no anomalies were found with power circuit.